Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted. Device not returned to the manufacturer.

Event description:
The patient was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2009 the patient was injected with 2.0ml of coaptite, lots 1011520 & 1010803. No adverse event reported. On (B)(6) 2009 the patient was injected with 3.0ml of coaptite, lot 1012109. On (B)(6) 2010 the patient had a urinary tract infection (diagnosed by urine c and s). On (B)(6) 2010 the patient was prescribed macrobid 100mg bid x 7 days, then 1 qhs #45. As of (B)(6) 2010 the event was resolved. The physician assessed the event as mild and probably not device related. On (B)(6) 2010 the patient was injected with 3.0ml of coaptite, lot 1015082. On (B)(6) 2010 the patient had a urinary tract infection (diagnosed by urine c and s). On (B)(6) 2010 the patient was prescribed macrobid 100mg bid x 7 days, then 1 qhs #45. As of (B)(6) 2010 the event was resolved. The physician assessed the event as mild and probably not device related. On (B)(6) 2012 the patient had a urinary tract infection that was diagnosed by a urinalysis. On (B)(6) 2012 the patient was prescribed ciprofloxacin 400mg ivpb. The patient was admitted and ceftriaxone was administered by IV as well as rocephin IV. The patient was also given omnicef 300mgpo bid. The physician assessed the event as severe and probably not device related.